Event description:
It was reported that the patient went into cardiac arrest and died. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The patient was having difficulty breathing shortly after obtaining venous access. The patient was taking large shuddering breathes which caused the physician to have trouble positioning the transseptal puncture device. The procedure was paused multiple times to manage airway through repositioning the patients head/neck and CPAP. The transseptal puncture was performed with no issues and intracardiac echocardiography (ice) imaging was advanced into the left atrium followed by the was. A pigtail was introduced through the was over the guidewire and advanced into the left upper pulmonary vein. The physician requested a 250cc saline bolus. After positioning the pigtail and advancing it into the laa a contrast injection was performed. Microbubbles were noted on the test contrast injection, and all device and fluid connections were double checked. Upon performing a contrast injection, it was noted that the contrast was taking longer than anticipated to clear from the left ventricle. The physician noted that the left ventricle function was low. Within minutes of the contrast injection being performed it was noted that the patients face was a dark shade of purple and they were unable to obtain a pulse. No effusion was noted on ice imaging. The patient was determined to be in cardiac arrest. Epinephrine was given and chest compressions were performed for 30 minutes until perfusion and CT surgery arrived. The patient was placed on extracorporeal membrane oxygenation (ECMO) and a non-boston scientific heart pump device was placed. A transesophageal echocardiogram (tee) imaging procedure was then performed and left ventricle function had improved and there was no effusion noted. No other abnormalities were noted, and the patient was moved to the ICU. The patient was evaluated by neurology, and it was noted that there were no brainstem reflexes. The patient did not recover from this event and the patient died.